Manufacturer narrative:
After further review MFR#2916837-2020-00320 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using the bd facsaria¿ fusion cell sorter spray of fluid (ethanol, sheath, biohazard, waste) under pressure occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the startup was finished and I tried to remove the closed loop nozzle, the sheath liquid spouted out. 1. Was the leak fluid or air? Fluid 2. Was the leak contained within the instrument? No 3. Was there spray of fluid under pressure? Yes, when the user attempted removing the closed loop nozzle, a little amount of sheath liquid spouted out. 7. Was the customer/bd personnel physically in contact with the fluid? No

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd facsaria¿ fusion cell sorter spray of fluid (ethanol, sheath, biohazard, waste) under pressure occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the startup was finished and I tried to remove the closed loop nozzle, the sheath liquid spouted out. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? Yes, when the user attempted removing the closed loop nozzle, a little amount of sheath liquid spouted out. Was the customer/bd personnel physically in contact with the fluid? No.